Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that the device could not be interrogated and magnet response was voo pacing at 70 ppm. Intermittent loss of capture and possible premature end of life were noted.